Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: february 05, 2007. No non-conformance reports were generated during production. A product investigation was completed: we have received the article 356.814 aiming arm f/pfna blade 130° for investigation. The complaint condition is confirmed as the star-knob was received dissolved from the threaded bolt. The device shows significant use during its nine (9) year of lifespan. The device history record was researched and no abnormal findings were identified. Based on the provided information we are not able to determine the exact cause of this complaint. The star-knob and the threaded bolt were assembled during manufacturing with a pin. It is clearly visible that this pin sheared off with no fragmentations and still remains in these two parts. It is unlikely that breakage of the pin occurred due to screwing by hand. It is likely that an overtightening with an unknown device caused the shearing and consequently the dissolving. That would also explain the scratches on the surface of the aiming arm. The bad condition of the instrument, which arose during the years, may also have played a contributory negligence. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the aiming arm and the insertion handle could not be connected during surgery. The connecting bolt on the aiming arm seemed not to be working. There was no delay to surgery time and no patient harm reported and the procedure was reportedly completed successfully. When the device was being evaluated by the manufacturer, it was noted that a pin in the aiming arm was broken. Concomitant device: insertion handle (part and lot unknown, quantity 1). This is report 1 of 1 for com-(B)(4).